Event description:
Pt placed tens unit on patient in 4 locations. Three on arm, 1 on upper trap. Tens unit increased intensity and would not turn off. Batteries had to be taken out to turn off. Patient states that after treatment that the electrodes on right trap, inner right bicep, and triceps burnt patient and 2nd degree burn. Pt explains that since incident that he has numbness from forearm down and grip strength has decreased.